Event description:
Boston scientific received information that this communicator was affected by lightning. This communicator was removed from service and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this communicator was thoroughly tested. During analysis, the damage that was found was consistent with electrical overstress, including a burnt capacitor in the modem.